Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2000, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported an implantable neurostimulator (ins) dislodgement. Consequences of the event were noted as ins and lead repositioning. No symptoms were reported. There were no further complications reported and/or anticipated.